Event description:
It has been reported to philips that the system did not bootup. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, fse found the system had been stuck on windows for almost one hour with a message ¿x-ray system starting up¿ and not booting up. The issue was caused by software malfunction. To resolve the issue, fse reloaded the software and verified all parameters. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.